Event description:
A hospital in (B)(6) reported via a fph field representative that an rt210 adult breathing circuit "started sparking next to the heater". The breathing circuit was used on the patient for 10 days prior to this event. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. Results: a heater wire resistance test identified that the inspiratory heater wire was out of specification and the expiratory heater wire was within specification. Visual inspection revealed that the inspiratory heater wire connector was partly melted. The hospital reported that the heater base sounded a solid beep, the rt turned off the heater base and turned it back on. Following these events, the reported spark occurred. A lot check revealed no other complaints for lot number 120604. Conclusion: it is most likely that the excessive use over the maximum period of 7 days resulted in the failure of the inspiratory heater wire. The most likely cause of the spark was the use of a breathing circuit, which has a heater wire failure, while the heater base is switched off and back on. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became out of specification post production. Our user instructions that accompany the rt210 breathing circuit and a red swing tag attached to the rt210 breathing circuit state the following warning: - "this product is intended for use for a maximum of 7 days." (B)(4).